Event description:
It was reported by service report that the jack could not be pumped up due to the pump pedal springs being missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.